Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 date return to manufacture, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: h6 medical device problem code it was reported that during a preventative maintenance performed by a getinge filed service engineer (fse) the cardiosave intra aortic balloon pump (iabp) failed the drive manifold vacuum test and found fault code 139 (x3) in logs. There was no patient involved. The fse replaced the drive manifold assembly and tested the unit multiple times without any failure. Replaced the power management board due to fault code 139. All functional and safety test were performed. The failure analysis and testing department received the following parts associated with this complaint: power management board, drive manifold assy, these parts were received with a reported unit failure message of found fault code 139 for power management board and drive manifold leak test failed for drive manifold assy. The failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed power management board into the cardiosave test fixture and tested to the factory specifications per revision f and the cardiosave service manual. The fat dept. Performed functional tests and passed. However, the fat dept. Observed fault code 139 in logs. Power management board works correctly and passed testing. Installed drive manifold assy. Into the cardiosave test fixture and tested to the cardiosave service manual. Performed functional tests and passed. Also, passed all manifold leak tests within the factory specifications. The fat dept, could not be replicated the failure message of drive manifold test failed. Drive manifold assy. Passed testing. Retaining both parts in the fat dept. Per procedure. Root cause #1: serial data from the power management board is sent while the executive board is still powering up. Most of the time the executive board can deal with the excess serial data without incident. However, in the failure case the executive board throws an error that is not handled correctly and causes the unit to go into system failure. Contributing cause #1: the power management board constantly sends serial data to the executive board every 100 milliseconds. The executive board cannot handle the data during the startup process and cannot recover from the situation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (investigation findings, component code).

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold test and found fault code 139 three times in logs. The issue was found during pm and there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.